Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2012, the patient contacted animas to report a high blood glucose (bg) excursion. The patient claimed her bg's have been high since (B)(6) 2012. The patient stated her bg's are always under 200mg/dl, but for the past few days she has been obtaining bg's as high as 600 mg/dl. The patient denied testing for ketones and stated that the only symptom she developed were spasms to the back of her calves. At the time of troubleshooting, the patient confirmed pump settings were correct; however, expressed concern that pump was recommending too much insulin based on pump settings. While reviewing bolus history, customer support noticed that the patient had no boluses for easy carb for the past week. The patient informed customer support that she had not been bolusing for meals that week and was checking her bg 2 hours after her meals and then giving a correction and was having a difficult time getting her bg to come back down. The patient also reported that when she does use easy carb for meals and needs a correction that she does not administer the recommended dose. The patient mentioned she would take 1 or 2 units less than what was recommended because she was afraid of bg going too low. Review of prime history revealed that the patient was only priming with 3 to 4 units and not filling the cannula. The patient claimed she was priming until she saw 3-5 drips come out of the tubing and thought that filling the cannula was priming the tubing. Customer support educated the patient on filling the cannula and priming correctly. The patient was also advised by customer support to follow up with her hcp to discuss iob and I:c ratios in addition to bg management issues. This complaint is being reported because the patient reportedly obtained bg readings greater than 500 mg/dl while on insulin pump therapy. Based on the information provided, the patient's alleged hyperglycemia can be attributed to use error. During call, customer support discovered that the patient was not bolusing for carbohydrate prior to her meals. In addition, it was noted that the patient was not priming or filling cannula as recommended which may have contributed to the patient/s high bg excursion.

Manufacturer narrative:
The pump was returned and evaluated by product analysis on (B)(6) 2014 with the following findings: a review of the pump¿s black box showed data from the date of the complaint of (B)(6) 2012 was overwritten due to continued pump use through (B)(6) 2014. The total daily dose history correlates appropriately to the user programmed basal rate. No abnormal issues were observed in the pump¿s black box. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump was found to be delivering accurately with a delivery accuracy test.